Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. Two days after the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. The same day as the onset, the patient was treated with vancomycin injection (1gm, stopped), amikacin injection (100mg, stopped), and meropenem injection (250mg for 2 each bag) for the peritonitis. At the time of this report, the patient recovered from this event. On an unknown date, pd therapy was stopped, the patient catheter was removed due to the peritonitis, the patient was performing hemodialysis twice a week. Re-catheterization for pd therapy will be done after 1 month. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.